Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, part of the 8mm force bipolar instrument's tip had broken off. The instrument no longer functioned 100%. It is unknown if a fragment fell into the patient. The procedure outcome is unknown with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: a part of the tip (most likely a screw) came loose. The instrument was functioning poorly. There was no patient injury. No fragments fell inside the patient.